Manufacturer narrative:
H3 other text : device n ot returned to the manufacturer.

Event description:
The manufacturer received information alleging a trilogy ev300 ventilator was alarming and delivered low inspiratory pressure as compared to the set value while in use by a patient. This event was reported by a physician who states a child had a low tidal volume which may have caused the child to desaturate. The physician states the device was not safe for patient use as it failed to deliver the correct pressure. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.